Event description:
It was reported that the right ventricular (rv) lead had dislodged. The lead was noted to be capturing the atrium at high outputs and had no ventricular capture. An intervention was planned and the lead remains in use. No patient complications have been reported as a result of this event.